Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a cerebral aneurysm coil embolization, the coil (subject device) did not detach. During the recovery attempts, the coil broke. The coil was recovered by means of a lasso. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported premature coil detachment cannot be determined.

Event description:
It was reported that during a cerebral aneurysm coil embolization, the coil (subject device) did not detach. During the recovery attempts, the coil broke. The coil was recovered by means of a lasso. There were no clinical consequences to the patient.